Event description:
It was reported that this pacemaker was exhibiting undersensing in which atrial flutter beats were falling into blanking from ventricular pacing and as a result would not mode switch. Technical services (ts) recommended programming changes to shorten the atrial blanking periods. Following these changes the device correctly mode switched. No adverse patient effects were reported. This pacemaker remains in service.